Manufacturer narrative:
(B)(4). Pump passed the displacement test. Pump received with cracked battery tube threads, cracked case battery tube, cracked case corner belt clip rails, cracked keypad overlay and cracked reservoir tube lip. The p-cap locks into the reservoir compartment properly noted.

Event description:
Information received by medtronic indicated that the insulin pump had a hairline fracture at the back of the pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.